Event description:
It was reported that following implant and prior to discharge, an intermittent loss of capture and unacceptable thresholds were noted on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.